Manufacturer narrative:
Approximately six years later, this device required explant due to migration. During the explant procedure, there were complications removing the device per the patient and the procedure site was very painful. No other adverse patient effects were observed.

Event description:
Guidant (now boston scientific) received information that the patient with this implantable cardioverter defibrillator (ICD), was experiencing a clicking or rubbing sensation in the heart area whenever flexing muscles in upper chest area. Guidant received additional information that the pocket area was swollen. No bleeding or weeping from the incision was present. The patient did see their following physician. No further intervention was performed. The patient inquired if symptoms are normal. This was to be discussed further with the patient's physician.